Event description:
A talent stent graft device was inserted into a pt for the emergent treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The proximal portion of the iliac arteries at the aortic bifurcation was excessively tortuous. It was reported that the talent delivery system was inserted into the right iliac artery; however, it would not advance past the proximal portion of the iliac artery. The device was removed from the pt and re-inserted 3 or 4 times and eventually kinked (MFR 2953200-2009-01401). The physician elected to insert another talent device through the left side; however, that device also would not advance past the proximal portion of the tortuous iliac artery. Three attempts at advancing the device were made; however, the device kinked, and the pt's iliac vessel ruptured in 3 locations. The bleeding was controlled by using occlusion balloons, whereby one was placed in the aorta and another balloon was placed in the left iliac artery at the aortic bifurcation. The physician then elected to implant 2 aneurx iliac limbs and 1 talent iliac limb to cover the ruptured vessel. The physician elected to leave the aneurysm untreated until the pt's condition improved. It was later reported that the pt expired on an unk date; no intervention was performed, and the pt had a low ejection fraction and never recovered from the blood loss from the vessel rupture.

Manufacturer narrative:
Evaluation codes, results: death. Conclusions: excessively tortuous vessels.